Manufacturer narrative:
(B)(4).

Event description:
It was reported that that when using a medtronic emg tube, anesthesia perforated the larynx of the patient while intubating. Nothing was reported to be wrong with the tube. According to the physician, the patient was a small female, her "anatomy was different", and the tube may have been too big. As for her current status, the patient did not require additional surgery or therapies and is believed to be fully recovered.

Manufacturer narrative:
Additional information was received. (B)(6). Date of event: (B)(6) 2013 this was a parathyroid procedure.

Event description:
This was a parathyroid procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.